Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 73mm in diameter and was implanted gore® excluder® aaa endoprostheses. The patient tolerated the procedure with no reported endoleak or complications and was discharged on (B)(6) 2015. On (B)(6) 2015, the patient was reported to have a type iii endoleak involving the gore® excluder® trunk ipsilateral leg component ((rlt281414/13100894) and the gore® excluder® iliac extender component (pxl161407/11337660). On (B)(6) 2015, the patient underwent re-intervention and an additional gore® excluder® contralateral leg component was implanted. The patient tolerated the procedure and the endoleak was reported to have resolved. The aneurysm diameter at this time measured 70mm.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 73mm in diameter and was implanted gore® excluder® aaa endoprostheses. Sufficient angioplasty of the proximal and distal landing zones and overlap zones was performed however, the proximal end was re-ballooned to resolve a proximal endoleak seen on the completion angiography. Immediately after treatment, computed tomography was performed which identified a type iii endoleak involving the left common iliac artery. The patient tolerated the procedure and was discharged on (B)(6) 2015. On (B)(6) 2015, the type iii endoleak persisted and was determined to involve a disconnect of the gore® excluder® trunk ipsilateral leg component (rlt281414/13100894) and the gore® excluder® iliac extender component (pxl161407/11337660). The overlap zone of the devices was thought to have been sufficient but may have been insufficient due to the reported tortuosity of the iliac artery. On (B)(6) 2015, the patient underwent re-intervention and an additional gore® excluder® contralateral leg component was implanted. The patient tolerated the procedure and the endoleak was reported to have resolved. The aneurysm diameter at this time measured 70mm.